Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information was received indicating that the patient with this rv lead was also experiencing chest discomfort and pectoral muscle twitching prior to lead explant.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. A new lead with the same model was implanted. No additional adverse patient effects were reported.